Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the implantable pulse generator (ipg) triggered elective replacement indicator (eri) since (B)(6) 2017. It was also reported the ipg exhibited false eri, and battery/lead data not available. The device issue is known and due to measurement lock-up with unable to retrieve data. The ipg remains in use. No patient complications have been reported as a result of this event.